Manufacturer narrative:
Product complaint #: (B)(4). It was reported that this device is not reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the patient re-hospitalized for the febrilis e causa ignota? What drug therapy was provided for the febrilis e causa ignota?

Event description:
It was reported via a clinical trial that a patient underwent a whipple procedure on (B)(6) 2019 and an absorbable hemostat was used. The patient developed pain and febrillise e causa ignota. The patient was hospitalized for the fever (B)(6). Drug therapy was given for the pain and fever. The patient also experienced nausea, vomiting, low blood pressure, anemia, diarrhea, anorexia, gastric pain, itching, gastroparesis. Additional information has been requested.